Manufacturer narrative:
Concomitant medical devices: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v956867, implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that the patient had their device implanted a couple of years ago and was having issues with it. The patient was returning home in 2 weeks and wanted to see a health care provider (hcp) closer to their home. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.